Event description:
It was reported that pump generated recurring cartridge alarm 20 that did not occur during loading, and customer was unable to successfully load cartridge or resume insulin therapy despite using proper load technique. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump, confirmed shipping details, instructed customer to place affected pump in storage mode and return it with prepaid label, and advised customer to reenter pump settings and reconnect cgm to replacement pump, which customer understood and acknowledged.